Event description:
It was reported that a piece of the unit broke off and fell into the patient.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes, according to the manufacturing task instructions. Procedure state that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. According to the activation history that the unit was extensively used during surgery before the condition was observed. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. After performing the visual inspection on the returned unit, impact wear marks, tearing and melting of the insulation was observed. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. During the visual inspection of the returned unit, scratch marks with the pointy object were observed on the ceramic and lumen. A linear slit was observed on the right side of the probe (electrode facing forward). In addition, a linear scratch mark was observed on the insulation below the slit, through the split insulation (exposed lumen) and on the lumen portion on top of the slit. Another linear scratch mark was observed on the insulation below the electrode however, the insulation was not cut through. No scratch marks or any insulation damage are observed on the left side or the back of the probe. Therefore, based on the information provided, the device history record review and non-conformance review related to the reported lot number, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported and returned unit¿s evaluation; the most probable root cause identified in this case is user related as the marks observed on the unit, the slit on the insulation parallel to the electrode, are indicative of friction or scrapping of the probe against a hard object or device during surgery (e.g. Cutter or shaver, tweezers, obturator, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway can be identified as a possible contributor for the reported insulation damaged. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that a piece of the unit broke off and fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.